Event description:
It was reported the patient presented for device and lead explant due to infection/pacer endocarditis. After the procedure, the physician reported "no immediate complications were noted." Later review of manufacturer's database revealed the patient had died 4 days after this surgery. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4) battery depletion-normal.